Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device was explanted and replaced due to a wound discomfort. This device is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: if information is provided in the future, a supplemental report will be issued. Initial: additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device was explanted and replaced due to a wound discomfort. This device is not expected to be returned for analysis. No additional adverse patient effects were reported.